Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump not detecting latch accurately when door is closed. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10:the device was received for evaluation. During functional testing, 'door sensor defective. Not detecting latch accurately when door is closed. ' was duplicated. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the mechanism. The mechanism requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.